Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead had high impedances on the contacts that were needed for adequate stimulation. An x-ray was taken to verify if there was a visible lead fracture. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the lead fracture was not confirmed as the x-ray did not show it. The lead has several contacts with high impedances which could not provide stimulation. The patient underwent a revision procedure wherein two leads were added and nothing was explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient's lead had high impedances on the contacts that were needed for adequate stimulation. An x-ray was taken to verify if there was a visible lead fracture. The patient will undergo a lead revision.